Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller stated that patient has infection at one of their ins pocket sites (unknown which side). Caller stated that one corner of the pocket wasn't healing (from replacement performed in april) and it was red with pus. The area was swabbed and tested and was positive for some type of infection. Caller stated that physician would like to externalize ins to allow patient to still receive therapy while they address the pocket infection and then replace ins/extensions at a later date. Reviewed functionality of the system, including how impedances would appear and affect therapy, if the ins was externalized. Caller stated physician has done this before with different devices and has written about it. Troubleshooting was not required. The issue was not resolved through troubleshooting.